Event description:
It was reported that pump battery was not charging and no further event details were provided. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support, and device was not being returned.